Event description:
It was reported that during a training course, it was discovered that small battery drive device was not working. The event was not related to surgery. The device was used for training purposes only. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. It was determined that the cause of the condition was likely the assignable root cause was determined to be due to a motor or electronic control unit failure due to immersion during cleaning, which is failure to follow directions for use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.